Event description:
Ous MDR - after an implantation time of about 31 months, it was reported that vf episodes were detected. Insulation defects at both leads were suspected. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
During the analysis of the linox lead, several frayed spot of the insulation were noted in the proximal area. In particular, there was fraying of the coating of the rope conductor to the ring electrode. The position and characteristics of these damages indicate that they were caused by increased mechanical stress due to friction at and pressure onto the ICD housing, as well as interaction of the two leads with each other, in agreement with the signs of abrasion visible at the ICD. This can be regarded as the cause of the clinical observation. All other damage at the leads is probably a result of the explantation process. X-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis. There were no indications of material defects or manufacturing errors.